Event description:
The user received ise alarms and erroneous patient results for four samples. The user could not provide specific data, but stated the initial potassium results were all between 1.2 and 1.4 mmol per l and were flagged with a data alarm. The samples were retested on the ise 2 and the potassium results were all normal, between 3.2 and 3.5 mmol per l. No erroneous results were reported out and no patients were affected. The field service representative determined the cause to be the kcl bottle running out and assisted the user in replacing the kcl and reactivating the electrodes. The user performed a calibration and ran controls with acceptable results.